Event description:
Arjo was informed about the incident involving the arjo kwiktrak x-y rail installation and voyager duo ceiling lift. The kwiktrack x-y rail installation consists of two fixed tracks and the mobile track that moves together with the ceiling lift. Following information provided by the facility staff, the fixed track detached from two mounting points and fell together with the mobile track on the facility employee. It hit the employee's head and caused laceration requiring stitches. This event occurred after patient transfer, when the patient was seated in the wheelchair.